Event description:
Patient sample with a known anti-kell yielded a negative result when tested against vss321 cell 1 (k+k+). Patient sample was tested against a 0.8% panel and the k+ cells reacted as expected.

Manufacturer narrative:
A review of the world-wide complaint system indicates that there are no similar complaints against this lot. Customer performed testing to confirm the reactivity of the kell antigen. Satisfactory results were observed. (B)(4).